Event description:
It was reported that t-wave oversensing was noted on non-sustained events in a device interrogation. Device reprogramming was performed and adjusted the sensitivity. The device and lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that t-wave oversensing was noted on non-sustained events in a device interrogation. Device reprogramming was performed and adjusted the sensitivity. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Three episodes of non-sustained tachycardia and one episode of ventricular fibrillation less than 220 milliseconds were observed between 2012-(B)(6).